Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient had faced an infusion set cannula kinked event on (B)(6) 2024 that leads to occlusion alarm. The event had occurred three or more hours after insertion. The insertion site had been the right arm. The blood glucose level was high (specific values was unknown). The patient had replaced the infusion set and had resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.